Event description:
On (B)(6) 2014, the device was placed in the duct of santorini from the pancreas head to the pancreas body on the male patient. On (B)(6) 2014, the doctor attempted to remove the device with a snare device. In an attempt to retrieve it, the stent fractured and got separated. The separated segment migrated toward pancreatic tail. Since it was difficult to retrieve the migrated segment remained in the deep part of the pancreas, another stent was additionally placed in the pancreas head area. The patient had a favourable outcome as of (B)(6) 2014 and was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device was not returned for evaluation therefore a document based investigation was carried out. As the lot # of the device was not provided, a review of the manufacturing records could not be completed. Prior to distribution geenen pancreatic stent devices are subjected to a visual inspection to ensure device integrity. The customer complaint was confirmed based on the customer testimony and images provided. The instructions for use that accompanies this device states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Information received state that the stent was in place for approximately 100 days. It is also recommended that the physician should conduct a periodic review. It has not been confirmed if this review was conducted. As the device was not returned for evaluation, the cause of the complaint could not be conclusively determined. It was reported that the patient had a favourable outcome and was discharged from the hospital. No further adverse effects to the patient have been reported to have occurred. Complaints of this nature will continue to be monitored for potential emerging trends.